Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient presented to the clinic for a routine follow-up. Upon interrogation, the ventricular lead exhibited increased pacing thresholds and impedances. Subsequently, surgical intervention was undertaken wherein the lead was disconnected from the pacemaker and checked intra-operatively. Normal values ensued. As a result, the physician elected to explant and replace the pacemaker. No adverse consequences were reported.